Event description:
The customer observed a false elevated magnesium result generated on the architect c16000 processing module for one sample. The following results were provided: (customer provided reference range 0.7-1.1 mmol/l). (B)(6) 2024 initial result = > 2.5 mmol/l, repeat result 0.99 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 processing module and found cuvette 52 was damaged. The fsr replaced the part, and the issue was resolved. The aero cuv seg was determined to be the likely cause. No additional discrepant results have been reported since part replacement. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the aero cuv seg or the architect c16000 processing module. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6) was identified.

Event description:
The customer observed a false elevated magnesium result generated on the architect c16000 processing module for one sample. The following results were provided: (customer provided reference range 0.7-1.1 mmol/l). On (B)(6) 2024 initial result = > 2.5 mmol/l, repeat result 0.99 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.